Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported a touch screen failure. The device was being used for treatment when the reported event occurred; however, there was no patient harm. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the touch screen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 16apr2020. B4: 20apr2020. The customer reported that the touchscreen issue was due to physical damaged. There was no allegation of a product malfunction. The complaint was reported in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.